Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient¿s ipg site appeared to be red and irritating to touch. The patient was prescribed antibiotics for 10 days. Infection was not confirmed via blood test and ultrasounds. Follow up identified as of (B)(6) swelling has subsided.

Event description:
Additional information received identified the issue has resolved.